Manufacturer narrative:
An event of shortness of breath, severe aortic insufficiency and torn leaflet was reported. The patient medical history included aortic stenosis, atherosclerosis of the aorta and hypertension. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Images received from field appeared to show inflow and outflow surfaces of the explanted valve. One of the leaflets appeared torn and the sewing cuff was red in color. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2020, a 21mm trifecta gt valve was implanted during an aortic valve replacement. On a later date, patient presented with shortness of breath with daily activities. On echocardiography, severe aortic insufficiency was observed. On (B)(6) 2023, a redo sternotomy was performed. The implanted valve had normal sealing with no perivalvular leak. The non-coronary artery leaflet was torn half way off the housing. The other two leaflets looked completely normal. He valve was explanted. The non-coronary cusp was torn halfway off, and the other leaflets were normal. The valve was replaced with a 21mm non-abbott valve. The patient was reported to be recovering.